Event description:
The user facility reported that four to five employees were exposed to rapicide pa high level disinfectant part a. One of the employees obtained a burn and one of the employees reported eye irritation. The user facility did not disclose if medical treatment was sought or administered. It is unknown if the employees were wearing proper ppe at the time of the event.

Manufacturer narrative:
Medivators has contacted the customer requesting additional information; however, to date the customer has not provided additional information. It is unknown how the employees came into contact with the disinfectant. The lot number of the device subject of this event was not provided. The rapicide pa part a sds provides the following warning language and guidance, related to skin exposure and ppe usage: causes severe skin burns and eye damage. Wash hands thoroughly after handling. Wear protective gloves/protective clothing/eye protection/face protection...if on skin (or hair): rinse skin with water/shower. No additional issues have been reported.